Manufacturer narrative:
Corrected: common device name from penile prosthesis to device, impotence, mechanical/hydraulic. Product code (FDA) from fae to fhw. The PMA/510(k) from k821628 to n970012.

Event description:
It was reported that a keith needle [bent needle] broke while inserting an inflatable penile prosthesis cylinder. It was further reported that the physician was able to push out the remainder of the needle and get the cylinders implanted. This needle is supplied in the ams accessory kit, lot number was not provided. No patient complications were reported.

Manufacturer narrative:
One bent needle from an inflatable penile prosthesis (ams 700) accessory kit was returned. The needle is broken into 2 parts approximately 2.2 cm from the needle point end. The break appears to be the result of fatigue.